Manufacturer narrative:
The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The device was returned for investigation. The result of the investigation is not consistent with the customer¿s reported problem. After long-term testing, the reported defect/malfunction could not be confirmed or reproduced. The inspection of the device note the light guide fiber composite at the distal end is damaged and there is a cut in the grey protective sleeve. Since the customer problem could not be reproduced, the cause of the reported even could not be determined. Olympus will continue to monitor the field performance for this device. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k190744.

Event description:
The customer reported that during a therapeutic procedure a green image appeared with the endoeye high definition ii, autoclavable video telescope. The procedure was able to be completed successfully without delay. No death or injury and no harm to the patient was reported.